Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had buttons did not always respond, harder to press, sometimes miss enter the information as a result. The customer¿s blood glucose was unknown. Customer stated that insulin pump had battery life was diminished from the first day or received the pump. Customer stated that reservoir window was cracked and cracked from the battery cap to the display screen. The device will not be returned for analysis.